Event description:
Alaris pump infusing two vasopressors. Pump malfunctioned, alarmed, screen red, and no longer functioning. Nurse in room at the time and pt became hypotensive (map 40s). Another nurse ran for another brain and vasopressors restarted.